Event description:
The customer tried to perform a control test and was getting readings of 2.5 and 6.9. Customer service assisted the customer in changing the meter back to mg/dl. A check standard was within range and showed the meter was working properly. The customer did not have any control solution. Customer service discussed technique. Customer service also found out that the meter had been reading in mmol/l as long as the customer had the meter. The customer did not medicate based on those readings. Customer service was sending a new bottle of normal control solution.